Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) system had an unrelated fall and broke his elbow. Approximately two weeks later, the ICD stored 19 no therapy episodes and a single signal artifact monitor (sam) episode where the respiratory rate trend (rrt) sensor was disabled with a 1.5-hour period. Additional information received confirmed that this correlated with magnet application during an unrelated surgery. The following month, the patient was seen in clinic for device-based testing and the device was operating as expected. This ICD remains in service. No adverse patient effects were reported, and the patient was recovering well.